Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. H6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests that both patient condition and procedural factors likely contributed to the event. During the procedure, there were challenging echo images. Additionally, the presence of a pacemaker may have led to restriction of the septal leaflet, which could have potentially resulted in a slda. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from france- edwards received notification of a pascal procedure in tricuspid position where two devices were implanted. Patient had pre-existing pacemaker lead in place. There was an slda (single leaflet device attachment) of the second device (detachment from septal leaflet). No additional devices were implanted. Tricuspid regurgitation was reduced from +5 to +3.